Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, it was not possible to move the screw back. The lead was not used. There were no patient complications reported as a result of this event.